Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Blood was noted in the iab when the iab was removed. A second iab was inserted into the pt. (Multiple event to customer complaint number 98-00016). The following was reported to datascope on 3/2/98: the pump was alarming "high gas leak" and that blood was noted in the pvc tubing. The iabp was discontinued and sporadic alarms sounded from insertion to the time therapy was stopped. There was no pt injury or complication as a result of the event. It was reported that the pt was discharged from the hosp and went home. [Event complications]: none from the event-reported 1/8/98 and 3/2/98. [Pt's current status]: home-rpt'd 3/2/98.